Event description:
It was reported that the explanted generator was discarded by the facility. Analysis is unable to be performed.

Event description:
Further follow-up with the physician revealed that the patient's seizures are typically triggered by infections, and that the seizure frequency fluctuates at baseline. The patient underwent generator replacement due to the generator battery getting low. The physician reported that there was no device issue. The explanted generator has not been received for analysis to date.

Event description:
Initially it was reported that the patient was experiencing an increase in seizures thought to be related to the device nearing end of service. Clinic notes dated (B)(6) 2015 note that the patient has been admitted to the medical center a couple of times due to breakthrough seizures, typically in the setting of infection (oftentimes pneumonia). It was noted that the patient has not gone into status epilepticus or required intubation recently. The notes indicate that overall the patient has been doing better with less frequent seizures. It was also noted that the patient is doing much better in terms of seizure control with far less frequent episodes of status epilepticus. Device diagnostics were within normal limits and the notes indicated that the battery life was good. Clinic notes dated (B)(6) 2015 note that the patient's mother does not feel that this generator has worked as well as the previous generator. The notes indicate the patient is positive for status epilepticus. The patient was referred for generator replacement. No known surgical interventions have occurred to date.